Event description:
The reporter stated the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. The lens was explanted on (B)(6) 2013, due to elevated iop. The lens was removed with no patient injury and was discarded. The lens was exchanged with a shorter lens. The iop after explant and exchange was 14mm and the patient is very happy with the implant.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No - 81 (other): lens was discarded. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens was discarded.

Manufacturer narrative:
Results: medical review - reportedly icl was explanted/exchanged for a shorter lens two weeks postoperatively to address elevated iop( no value provided).after the intervention the iop was 14mmhg. According to the report the exact cause of the event was unknown. Given the information that shorter lens resolved the issue the most likely reason was patient related factor(anatomy),combined with procedure related factors ((B)(4)). Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).